Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transferred to the hospital for a chronic driveline infection. The patient was seen on (B)(6) 2022 and at the time the driveline exit site was red and painful. There were positive blood cultures. The patient was treated with ceftriaxone and discharged on (B)(6) 2022. The patient has remained on long term levaquin and doxycycline while they awaited a transplant.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.